Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a pod worn on the hip/buttocks for between 25 to 36 hours began leaking insulin and subsequently ceased functioning. During wear, the patient experienced sustained hyperglycemia with blood glucose levels up to 450 mg/dl for over 12 hours, accompanied by dehydration and weakness. Upon recognizing insulin leakage, the patient removed and discarded the pod prior to seeking medical care. The patient presented to the emergency department on (B)(6) 2026, where the patient remained for approximately 3.5 hours. Treatment consisted of intravenous fluids only, after which symptoms improved, and the patient was discharged the same day. The pod was replaced and treatment was resumed.